Manufacturer narrative:
The insulin pump was received with severely scratched display window, scratched case, cracked battery tube threads and cracked reservoir tube lip. No discoloration on the screen noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's wife reported via phone call that the screen was scratched and there was discoloration. Customer's blood glucose was unknown. Customer was unable to read the screen. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professional's instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.